Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 595 mg/dl. Customer reported that high blood glucose began on (B)(6) 2017. Customer stated that the insulin pump had a no delivery alarm followed by multiple motor error alarms. The customer was treated with fluids, insulin drip, and manual injection. The customer was wearing the insulin pump during the hospitalization. During the motor error troubleshooting, customer stated that the insulin pump drive support cap was flush and it was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. No motor error alarm or excessive no delivery alarm noted. Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, cracked lcd window, cracked reservoir tube, cracked reservoir tube window and minor scratched lcd window.